Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 10 mg/dl and high blood glucose levels of 400 mg/dl. Customer was not sure why her blood glucose continued to drop as carbs were entered for bolus. Customer was advised to discuss settings with healthcare professional. Customer declined troubleshooting and would consult with healthcare professional first. The product was not returned for analysis.